Manufacturer narrative:
Updated data: b5. Additional information received from the physician/author clarified the "re-deception of the rvot" that was performed in both cases meant re-implantation of the rvot. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: maeda t, et al. Repeat surgery for cases in which contegra was used at this hospital. Japanese journal of pediatric cardiology and cardiac surgery. 2020; 36(supplement 2): s2.382. Doi: not available. Translated literature abstract word document attached. Earliest date of publish used for date of event: january 1, 2020 (year valid). No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from a literature abstract regarding two cases of repeat surgery following contegra implantation. Case 1: a (B)(6) patient (weight 7.6 kg) with a history of arterial stem disease, aortic arch fracture/both-pulmonary artery strangulation at 4 days of age, and intracardiac overthrow who underwent implant of a medtronic contegra valved conduit at 27 days of age. Seven months later, repeat surgery was performed due to tracheal stenosis caused by progression of common trunk valve regurgitation and right ventricular outflow tract (rvot) stenosis, tortuosity, and expansion of the ascending greater curvature. The patient¿s rvot gradient was 34 mmhg. Repair of the trunk of the artery, ascending aorta extension, and re-deception of the rvot (extended polytetrafluoroethylene conduit with three valves made by the physician) were performed. A thickening of the pseudo-intimal membrane was observed in the anastomotic area of the contegra, which the authors considered to be the cause of the rvot stenosis. The patient was reported to be making good progress five months after repeat surgery. Case 2: a (B)(6) patient with a history of common artery erosion, necrotizing enteritis manifestation at 3 days of age, bilateral pulmonary arterial palpation at 14 days of age, and intracardiac repair at 6 months of age who underwent implant of a medtronic contegra valved conduit at an unspecified time later. Afterward, balloon expansion was performed three times for left and right pulmonary arterial stenosis but did not improve. The control area was gradually expanding on the valve over time, so repeat surgery was performed, including pulmonary arterial tissue formation re-deception of the rvot (extended polytetrafluoroethylene conduit with three valves was calculated), and the patient obtained pulmonary arterial vein reversion. The contegra¿s anastomotic region was found to have no problems; however, it was noted the enlarged region was thinned within the wall, blood was observed through the anastomotic region, and wall thickening was observed far beyond the pulmonary artery. Therefore, the authors believed the internal pressure in the contegra had increased and expanded. The patient was reported to be progressing favorably four months after repeat surgery. No unique device identifier numbers were provided. No additional adverse patient effects or product performance issues were reported.